Event description:
A malfunction was reported with the pump, identified by a malfunction code. There was no adverse impact to the customer's blood glucose level. Customer was initially unable to reset the pump, but intended to attempt the reset independently and contact support if further issues occurred.